Event description:
The customer reported that there was an abnormal switch. No pt involvement was reported.

Manufacturer narrative:
(B)(4): the customer reported that there was an abnormal switch. No pt involvement was reported. The device was evaluated by a philips fse and the symptom was clarified as the device intermittently cannot boot up. The fse localized the issue to the energy select switch. The customer was advised that the codemaster defibrillator has been out of support since 12/2006 and parts are no longer available. We are considering this a malfunction of the energy select switch.